Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was continuously alarming and flashing. The customer¿s blood glucose level was 186 mg/dl. Troubleshooting was assisted. The customer reported display was flashing. No report of insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue from the insulin pump at the quick release and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank flashing white lcd due to cracked on lcd controller. Unable to verify missing segments/ partial display due to blank flashing white lcd. No physical damage noted during visual inception.